Event description:
The customer reported experiencing hyperglycemia since eating breakfast the previous day. The customer was not able to complete troubleshooting as they did not have a tubing clamp. The customer stated the cannula was bent. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. It was advised to call the helpline back when the tubing clamp arrived to complete troubleshooting. The customer's reported blood glucose values were over 500 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.